Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deformation of video connector socket, the image was flickering, failure in printed circuit board, failure in circuit board, error code b31 was displayed, and the image of digital visual interface signal was defective. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: due to a failure in printed circuit board, the real-time image was not displayed. In regard to the other identified malfunctions, error code b31 was displayed was due to a failure in circuit board, the image of digital visual interface signal was defective was due to a failure in the printed circuit board, and the image was flickering was caused by a deformation of video connector socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had no image and flat plug on the spiral cable was also not locking correctly into the socket on the processor. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.